Manufacturer narrative:
Evaluation summary: the device was not returned for analysis. However, performance data collected from the device was received, analyzed and analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range, analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range, and analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). There was 1 - patient alert for out of tolerance (oot) subthreshold lead impedance on (B)(6) 2013. Daily pace impedance trend data shows atrial pacebi impedance = 456 to 0 (un-filtered data) ohms between (B)(6) 2013. There was 1 - patient alert for oot subthreshold lead impedance on (B)(6) 2013. Daily pace impedance trend data shows ventricular pace bi impedance = 456 to 0 (un-filtered data) ohms between (B)(6) 2013. And ventricular short interval count v-sic=11 counts, in 0.30 day, on (B)(6) 2013.

Event description:
It was reported that the atrial and right ventricular (rv) lead impedances were zero ohms due to electrical noise during the ablation process at the time of auto impedance measurements. The atrial and rv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694758 implantable defib lead 2012 (B)(6); 4296-88 implantable pacing lead 2012 (B)(6). (B)(4).